Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 1 day. No unexpected battery power loss anomaly, blank display, unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are in intensive care unit due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 499 mg/dl. The customer reported that they were currently with intravenous insulin pump. The customer also reported that they changed 3 sets but blood glucose wont go down. The customer reported that the insulin pump was making grinding noise. The device will be returned for analysis.